Manufacturer narrative:
This MDR is being filed after a retrospective review of all complaint reports. Nerve damage affecting motor function is a known rare risk (less than 1 incident per 1,000 treatments), expected to fully resolve over time without requiring medical intervention nor resulting in permanent disability or damage. Due to the extended time to resolution, nerve damage affecting motor function is being reported. Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. Product met specifications prior to shipment.

Event description:
Patient's mother communicated 2 days after treatment that patient had numbness in right arm after procedure. Visit one week after treatment found loss of sensation of thumb, index and middle finger on right hand. Experiencing pain. He has decreased grip strength on right side. Physician prescribed medications for pain but patient had difficulty with side effects. Office visit 3 months after treatment found improvement in numbness and grip strength. Physician kept in contact with patient's mother for another 6 months and issue reportedly remained. Could not confirm final outcome.